Event description:
During routine follow up, the interrogation of the pacemaker involved in this MDR report could not be completed. A complete pacemaker re-initialization will be attempted to restore a normal behaviour.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. The analysis is pending.